Event description:
A report was received that the patient was getting an error code. A bsn engineer performed device troubleshooting and cleared the error. However, the error re-appeared. The physician will replace ipg.

Event description:
A report was received that the patient was getting an error code. A bsn engineer performed device troubleshooting and cleared the error. However, the error re-appeared. The physician will replace ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. The complaint was confirmed. When received, the ipg exhibited error code 10h0. The corrupted pages were corrected of the seeprom 1 data and downloaded back into the ipg. Once the corruption was fixed, the ipg was able to be linked and used briefly before the error code reappeared. This confirms the error is a result of the seeprom's inability to store the code properly and not a fault in the firmware code itself. This ipg had firmware version 3.02.